Event description:
Right foot was wrapped with hypafix and then with rolyan take-off extra rigid therapeutic tape. After the 4th day, the rolyan tape appeared to have melted on the skin causing irritation, which resulted in both tapes being removed. Initially the pt only suffered from irritated skin on the right foot. However, 5 days after removal of the tapes the pt's right foot had open sores, and their left leg and arm had developed a rash. The pt was treated with three different types of topical steroid creams and two different oral antibiotics. After treatment with the aforementioned medications, the pt's current conditions has improved, and currently has no open sores. However, the foot's skin is discolored/purple with some redness. According to the pt's family member, the foot's skin appears scarred, and looks like it burned.